Event description:
It was reported during an atrial fibrillation procedure, while using the therapy cool flex ablation catheter, the irrigation port detached. The physician first ablated in the left atrium with a cool flex xl catheter, and then exchanged it for a therapy cool flex large curl catheter. Upon removing the catheter from the patient, the physician noted the irrigation port disconnected at the proximal end of the handle. It is unknown when the irrigation port detached. There were no adverse consequences to the patient.